Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen was white and no clinical data could be seen. The device's defib cable was not functioning. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction of the white display was observed and a system interconnect flex cable was replaced. The device was recertified and returned to the customer. The multi-function cable was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to an open in the multi-function cable. Analysis for reports of this type has not identified an increase in trend.